Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
It is reported that a revision surgery has been scheduled for a custom total femur jts replacement implant which has reached maximum extension. Revision procedure is scheduled for (B)(6) 2016.